Manufacturer narrative:
Exemption number: e2015015. The device does not have a 510 (k) but was once improperly sold in us and is being reported since there still are 2 units installed in patients. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after 2 months dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, the patient presented bone type ii, fenestration occurred during surgery and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 3 years dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 40 ncm of primary stability was achieved and the patient presented bone type iii.